Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the display on the insulin pump has been going blank. Blood glucose value is unknown. The customer explained that the device will turn on after 3 or 4 battery changes and once it does, the battery would only last for a few days and would not get a low battery alert prior to turning off. The customer was unable to troubleshoot because the display went blank and she had to go out to buy batteries. She was advised to call back to complete troubleshooting.